Manufacturer narrative:
An event regarding fracture involving a distal resection guide stand was reported. The event was confirmed. Method & results: device evaluation and results: the weld connecting the components was fractured. Mar concluded, "the small post fractured due to an overload condition. No dimensions are defined on the weld for this part, which does not meet the current welding standards. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: medical factors were not relevant to the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that fracture was caused by the exposed surface of the fractured weld showed evidence of lack of fusion. The nc investigation identified the root cause of the peg fracture was related to insufficient weld callouts for the posts on the devices drawing. The drawing also did not specify the required straightness of the posts with respect to the device body.

Event description:
During tka surgery, one of the bar of the cutting guide was broken when it was assembled. The surgeon cut the bone as intended by devising. And then, the tip of the handle was broken when it was strike. The surgeon strike the another part and progressed the surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During tka surgery, one of the bar of the cutting guide was broken when it was assembled. The surgeon cut the bone as intended by devising. And then, the tip of the handle was broken when it was striked. The surgeon striked the another part and progressed the surgery.